Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive and required increased force to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/18/2013 with the following findings: the keypad cover was found to be peeling at the ok button. The complaint of the intermittently unresponsive keypad buttons was unable to be tested due to the display being blank. The keypad cover was removed and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.